Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per event description, it was found she has left her battery to go completely flat and has not recharged in at least 18 months. According to the review of eon mini IFU/dfu, 37-1004, rev f, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the implantable pulse generator was unable to be interrogated due to the device being possibly depleted. Patient stated that they stopped charging the device for about eighteen months ago. Device implant information is currently unknown as patient did not have identification card with them. Device was explanted, and a new device was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.